Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
During follow-up high impedance and capture threshold were observed. The lead was capped and replaced. The patient was in stable condition.